Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple incidents of fluctuating blood glucose (bg) levels range (60- above 500 mg/dl) with ketones present. The customer would drink juice for low bg's and take manual injections for high bg's to stabilize levels. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering: pump logs recorded three low blood glucose (bg) levels between (B)(6)2016. The user made bolus requests without entering current bg levels and still having insulin on board (iob). Making bolus requests without entering current bg level and still having insulin on board could lead to low bg levels. There is no evidence of a device malfunction or failure.